Event description:
It was reported via medwatch (B)(4) that during a coronary intervention procedure, a guide wire tip detachment occurred. The target lesion was located in the ostium of the right coronary artery. A 6f jr4 guide catheter was advanced over a j tip guide wire and coaxially engaged into the ostium of the right coronary artery (rca). Baseline images were taken. A 0.014 pt 2 moderate support guide wire was advanced through the catheter across the target lesions and positioned distally. Mechanical thrombectomy using a non bsc catheter was preformed. Balloon angioplasty was preformed on multiple lesions using an unspecified 2.5 x 15mm balloon catheter. This revealed evidence of sequential lesions in the mid and distal portion of the vessel. The distal most lesion was treated with placement of 3.0 x 23mm non bsc stent. The mid to distal lesion was treated with placement of a 3.5 x 23mm non bsc stent and the mid portion of the lesion was treated with placement of a 4.0 x 18mm non bsc stent. Repeat images showed an optimal result. It was noted that passage of the stent across the tortuous segments was aided using a non bsc guide wire. This guide wire was removed prior to placement of any of the stents. While attempting to remove the pt2 moderate support guide wire, significant resistance was encountered at the proximal end of the distal stent. Further retraction revealed a retained tip of the pt 2 moderate support guide wire within the stent strut. Multiple angiographic and serial angiographic images were taken; these revealed a stable position of the guide wire tip within the stent struts distally. Initially, attempts to pass a non bsc guide wire down into the distal segment were unsuccessful. Given the patient discomfort from lying on the table, contrast used, clinical and hemodynamic stability, it was elected to conclude the procedure. Final images showed timi 3 flow with no dissection, thrombus or distal wire trauma. The retained wire fragment appeared stable and non mobile. No further patient complications were reported and the patient was transferred to recovery in stable condition. Twenty four hours post procedure; the patient had cardiac catheterization that indicated an occluded rca. The patient underwent coronary bypass surgery to the right coronary artery. Patient status was reported as "good" following surgery and was discharged.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).